Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 469 mg/dl and 23 mg/dl. Customer states that he was in the hospital when blood glucose was running high. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer also reported other relevant blood glucose was 300 mg/dl, 323 mg/dl, 264 mg/dl, 537 mg/dl, 394 mg/dl. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.